Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 3 years 7 months post implant of this 25mm bioprosthetic valve in the mitral position, the valve was explanted and replaced with a 29mm bioprosthetic mitral valve of a different model. The reason for replacement was not provided. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.